Manufacturer narrative:
E1 phone extension: (B)(6). One device was received for evaluation. Visual inspection found a broken left plunger screw hold. A review of the event history log revealed a check clutch and invalid syringe size alarm. Functional testing was able to verify and duplicate the reported problem. The plunger screw was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a system failure and a force sensor error. It was noted that part of the plunger head was broken inside. There was unknown patient involvement or harm.